Event description:
Healthcare professional reported "slight rotational deviation and folding of the right silicone breast implant" and "minimal amount of surrounding fluid". Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported, "slight rotational deviation. And folding of the right silicone breast implant" and "minimal amount of surrounding fluid". Device remains implanted.